Event description:
It was reported that the patient presented in clinic for a routine check-up. It was discovered that the patient right ventricular (rv) lead was exhibiting high pacing impedance. R-wave amplitude variation, and inadequate capture due to lead fracture. During arm movement visible noise was on the rv lead. No interventions have been taken. The patient is in stable condition.